Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered and stent damage was noted. The physician was attempting to advance the taxus express2 8.8% 2.75 x 32 mm drug eluting stent but, it would not cross the lesion. When he attempted to withdraw the stent delivery system back into the guide catheter, the stent struts started to "deform." The stent was successfully withdrawn completely into the guide catheter for removal from the pt, and another stent was placed successfully. No pt injuries or complications were reported.